Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had driveline drainage due to a tug on the driveline from dropping their controller. The drainage was cultured in the clinic, the culture was positive for staphylococcus. The patient was treated as an outpatient with doxycycline. The drainage resolved on (B)(6) 2023. The patient was doing well and would be monitored as an outpatient on an ongoing basis.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.